Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v852753, implanted: (B)(6) 2011, product type: lead. Device codes, patient codes, and eval code-conclusion pertain to product ID: 3058, serial# (B)(4), product type: stimulator, electrical, implantable, for incontinence. Device code, patient code, and eval code-conclusion pertain to product ID: 3889-28, lot# v852753, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had their device removed because it was no longer working. It was noted they thought the lead moved, which caused the device not to work. It was reported the trial worked very nicely and that it worked better than the implant. They were not sure when the device stopped working, and that maybe it worked for a couple months. They saw a manufacturer representative in the doctor¿s office once and the manufacturer representative adjusted the device. They did not know when the device was removed and they decided to have the device removed before they moved and were no longer going to be near the doctor. It was reported the patient was currently taking 50mg of myrbetriq twice a day and that this was the only thing helping their bladder. No symptoms were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot# v852753, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had an interstim implant in 2011 and had a possibly lead migration, and they had the implant removed. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.